Event description:
Literature was reviewed regarding transcarotid (tc) access versus the transfemoral (tf) route during transcatheter aortic valve replacement (tavr). The study population consisted of 868 patients who underwent tavr (tf = 707, tc = 161) with either a medtronic evolut r system (tf = 215, tc = 64) or a non-medtronic sapien system (tf = 492, tc = 97). Among all 868 patients, adverse outcomes encompassed: unspecified implant issues and valve-related complications, cardiac arrest, stroke (some treated with thrombectomy), transient ischemic attack, myocardial infarction, acute kidney injury, permanent pacemaker implantation, sepsis, aortic regurgitation (trivial or significant), aortic stenosis (mean gradient > 20 mmhg), pericardial effusion, bleeding, hematoma, and vascular access complication requiring surgery. The authors also observed deaths over the course of the study. However, a causal relationship could not be established between medtronic devices and any deaths due to the lack of detailed device- and patient-level information.

Manufacturer narrative:
Citation: ramirez ad, squiccimarro e, pagano p, et al. Transfemoral versus transcarotid transcatheter aortic valve replacement under locoregional anesthesia: a propensity-matched single-center analysis of 868 patients. J cardiothorac vasc anesth. 2026;40(6):1678-1688. Doi:10.1053/j.jvca.2026.01.027. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.